Event description:
It was reported via phone call that the insulin pump had a black display. The customer states the pump began alarming in the middle of the night and then went blank. The customer was not hospitalized and reverted to a backup plan. The customer blood glucose level was not provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.